Event description:
It was reported that the bottom left of the touchscreen is unresponsive. Reportedly, the pump was dropped and there is a small crack on the touchscreen. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.